Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states their levels had been as low as 40mg/dl, and as high as 500mg/dl. The customer states they had also been receiving several no delivery alarms. The customer declined to troubleshoot and states they would be contacting their trainer.